Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, there has been skin overgrowth on the abutment. On several occasions, the patient has removed the skin overgrowth on her own without seeking medical attention. The implanted device remains.